Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple non-sustained ventricular tachycardia (nsvt) due to noise as seen via the remote monitoring system. Increased pacing lead impedance measurements were also reported, though not out of range. Boston scientific technical services (ts) suspected that the noise was non-physiologic and a sign of first rib crush. Thus, ts advised performing troubleshooting measures in reproducing noise and to test the integrity of the system. The physician believed these observations were due to the competitor's right ventricular (rv) lead fracture. Subsequently, this crt-d was electively explanted and was analyzed. No adverse patient effects were reported.